Event description:
Customer called lfs on 6/2002 alleging that the meter had missing segments. Reported having thirsty, sweaty and blurry vision symptoms. Obtained a blood glucose result of "254 mg/dl". Symptoms were of both high and low blood glucose levels. Four hours later customer obtained a blood glucose result of "195 mg/dl" on a different brand meter. The comparison was invalid due to the time difference between tests and meter-to-meter comparison. Customer reported that due to the meter issues customer was hospitalized and insulin therapy was changed. Customer did not report any medical treatment at the hospital. It was not clear about the hospitalization or if it was due to the meter issue, since customer was able to obtain blood glucose results and is on a sliding scale insulin regimen. Customer also reported the meter not retaining memory. Both issues were not resolved after troubleshooting. No adverse event or serious injury was reported. Meter and test strips were replaced.